Event description:
Customer reported hearing a loud popping noise then the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the igbt, snubber, and generator driver pcb's. System operates as intended. This MDR is related to ge healthcare.